Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into an unrelated issue, the electrode belt trunk cable connector was found to be damaged on electrode belt sn (B)(4).